Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that while trying to put the shaft of the vasoview hemopro vh-3500 into the harvesting cannula it was getting stuck in the cannula and was met with resistance while attempting to work the device back and forth. No significant delay in the procedure as they just opened a new kit. No harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4, g4, g7, h2, h3, h4, h6, h10. The device was returned to the factory for evaluation on 09/12/2022. An investigation was conduced on 09/21/2022. A visual inspection was conducted. Signs of clinical use evidence of charred material was observed on the base of the harvesting device jaws. The harvesting device was returned inside the cannula. There were no visual defects observed on the cannula or the c-ring. The black shaft of the harvesting device was observed to be cracked and bent exposing the inner contents of the shaft closest to the tip of the cannula. A mechanical evaluation was conducted. The harvesting device was attempted to removed from the cannula, however the harvesting device was unable to be removed from the cannula due to the crack of the harvesting device shaft. Based on the returned condition of the device as well as the investigation results, the reported failure "fitting problem- harvesting device" was confirmed as well as for the analyzed failure "break;shaft". The vendor certifies that this device lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.